Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 5.0, poc inr: n/a. Date: (B)(6) 2015, inratio inr: n/a, poc inr: 2.3. There were no medication changes due to the results. Therapeutic range: 2.5 - 3.5. The caller reported "milking" the finger after the finger stick which is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the testing history for strip lot 365429a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.